Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as sweating, shaking, "clear, black spots in front of the eyes", confusion and was unable to self-treat. The customer was seen in a hospital, where a blood glucose reading of 27-31 mmol/l was obtained on unknown source. The customer received insulin treatment administered by a healthcare professional. There was no report of death or permanent impairment associated with this event.